Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01051 - 1221359-2022-01057.

Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test for multiple tests performed. This MFR. Report addresses test 3 of 7 performed on (B)(6) 2022. Two confirmation tests were performed on (B)(6) 2022 and (B)(6) 2022 via pcr and generated positive results. The customer stated the patient was symptomatic and confirmed there was no treatment provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.